Event description:
Technician alleged that the trendelenburg function is not working. No injuries reported.

Manufacturer narrative:
Technician found, the gas springs would not compress when the trendelenburg handle was engaged. Technician found the parts were worn from wear and tear. The technician replaced the trendelenburg springs to resolve the issue.